Event description:
Had lasik in 2007, within 3 years needed corrective lenses, developed halos when looking at lights at night, night vision greatly decreased and have developed dry eyes and astigmatism.